Event description:
It was reported that balloon burst occurred. The 75% stenosed, 15mmx2.0mm target lesion was located in the mildly calcified vessel. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable. However, it was further reported that there was no intervention done. The frequency of inflation prior to the bursting of balloon is 1atm in 5 seconds. The duration of the inflation is 25 seconds. Also, the pressure during inflation is 6 atm. The pressure during balloon burst is 8 atm.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of flextome device. A visual and microscopic examination was performed. The balloon was returned with the balloon protector in position over the balloon material. The investigator applied vacuum and removed the balloon protector. A visual examination identified that the balloon was tightly folded which indicates that the balloon had not been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure of 12atm (atmospheres) for 30 seconds which was recorded with digital timer g24637. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times and with issues noted during inflation or deflation. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the blades, tip and markerbands. All blades were present and fully bonded to the balloon material. No damage or any issues were noted that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon burst occurred. The 75% stenosed, 15mmx2.0mm target lesion was located in the mildly calcified vessel. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable.